Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft, suprarenal aortic extension, infrarenal aortic extension, and limb stent graft on (B)(6) 2013. On (B)(6) 2017 the physician completed an iliac extension due to a possible type 1b endoleak on the right common iliac by implanting two (2) ovation extenders. The patient was asymptomatic prior to the secondary procedure and no devices were explanted.

Manufacturer narrative:
Correction: brand name, implant date, concomitant medical products.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type ib from the right common iliac artery and secondary endovascular procedure. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be asymptomatic. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).